Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the drill zipper part could not be rotated. The device was repaired externally and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported ¿release¿ is possible however releasing by rotating towards ¿open¿ on the tip is becoming difficult when attempting to detach after equipping and operating. It can be released if wrapped up by gauze and rotated with a strong force. It improved in the beginning by applying oil, but now release is difficult every time (especially during pfna operation) even though it is oiled every time. This is report 1 of 1 for (B)(4).